Event description:
The customer reported a failure to discharge. There was no negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported a failure to discharge. There was no negative patient impact. The device was evaluated by the local philips service representative. The reported symptom was not reproduced. The customer declined repair. The device remains at the customer site. The reported symptom could not be reproduced and therefore philips is unable to determine the cause of the malfunction.